Manufacturer narrative:
The following is a closing out report by the foreign reporter's investigator. Investigation: the front right hand side of the jib pick-up hook was bent forward, although the safety catch was working there was enough room for the chair unit to lift off the hook. Observations: the investigator concludes that it looks like the hoist was pushed into the locking position and kept being pushed until the pick-up bent and the chair came off. Conclusions: user error. Pressure was exerted on the hoist after it had reached its locking position which was requested by the home at the time of installation. Corrective actions: the operating instructions have been confirmed for the home.

Event description:
The chair of the scale fell off jib as the pt was being lifted out of the bath. The chair and pt fell into bath but injury was not suffered. The cradle of the jib is deformed allowing the chair to pull out of the jib safety catch.